Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during a diagnosis neurovascular procedure, and which was completed by using wired footswitch. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working when the shooting pedal is pressed. Per the information collected, the wi-fi indicator on the footswitch was unknown whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch did not respond when being pressed during use. The procedure was completed using the wired footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.